Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker could not be interrogated. Subsequently, it was discovered zip telemetry had been disabled. Technical services (ts) suggested this pacemaker should be replaced. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.